Event description:
The pt was implanted with an ams monarc sling to treat her stress urinary incontinence. It was reported that the pt has experienced pain, has sustained permanent injury and has undergone corrective surgery.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.